Event description:
Philips received a customer complaint regarding the v60 ventilator reporting abnormal tidal volume. The customer indicated that a patient required assisted breathing using the v60. After connecting the device, the patient¿s breathing did not improve, the ventilator displayed abnormal tidal volume readings, and the patient¿s shortness of breath worsened. Another v60 ventilator was immediately provided as a replacement. No medical interventions were required, and while an adverse event occurred, the patient was not affected. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital reporting address line 1: (B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the device was operating with a low tidal volume alarm. The prescription settings (modes, pressures, comfort settings, and oxygen delivery), device behavior leading up to and during the event, circuit configuration (including breathing circuit, interface, filters, and any additional attachments), and alarm settings and thresholds were not able to be obtained. Diagnostic code 120f was observed on the device; however, device logs and/or diagnostic report (drpt) were not provided. During evaluation, the issue was identified as low tidal volume, and a gas delivery system (gds) module failure was confirmed as the cause. Troubleshooting determined the gds module as the root cause of the reported condition. A field service engineer replaced the gds module, after which the device resumed normal operation. Post-repair performance verification testing was completed and confirmed successful. The device was returned to service, and no personnel injuries were reported. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.